Event description:
Report received: the customer states that during the firing, the inner cannula flies out "through into pt such as arrow." They state the fix point of inner cannula comes away from the fix point of the plastic attachment. We have attempted to receive further clarification on pt involvement with no reply thus far.

Manufacturer narrative:
There were not any samples on hand of the reported lot number to inspect. The returned sample was inspected and the stylet was still intact in the hub. No defect has been found on the returned sample to indicate a cause for the failure reported. This complaint was reported with the same event description of a different product. We attempted to receive confirmation that this product also experienced the same event. This product is manufactured using a different process by a different supplier. There is no indication there was any pt injury from the report received from the customer, though we will continue to attempt and receive further clarification on any pt involvement due to the wording of the complaint from the customer was as follows: during firing the product "the inner cannula flies out through into pt such as arrow."